Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported waking up with elevated blood glucose (bg) of 336 mg/dl after a supply change the previous night. The user, using a steel cannula (cd) infusion set, checked for leaks or issues and found none. The agent recommended a site change based on the recent supply replacement. The highest blood glucose (bg) recorded was 400 mg/dl, and the lowest was 68 mg/dl. Bg was corrected with orange juice for the low and a supply change for the high. No symptoms were reported during the event. And no medical intervention was required at the time of call.